Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure after the physician placed the right atrial (ra) lead, he believed the p wave amplitude meaurements were inadequate, thus he elected to reposition the lead. When the physician attempted to retract the helix it took about 30 turns to get it to retract. After the ra lead was repositioned, the physician was unable to get the helix to re-extend. It was noted that the physician did not experience any difficulty extending the helix upon initial placement. A new leas was successfully implanted with good measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.